Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that there was a confirmed motor stall and motor stall recovery recorded in the event logs. The motor stall occurred on (B)(6) 2012 at 1322, and recovered on (B)(6) 2012 at 1343. The patient was reported to be using her kindle reading device on her lap and heard the pump alarm. She removed the kindle from her lap and the alarm did not repeat more than 3 times. The patient denied experiencing symptoms of withdrawal. She contacted her physician due to the pump alarm and the event logs were obtained confirming the timing of the stall coinciding with her use of the kindle. Kindle use and motor stall interaction was being questioned. No specific symptoms were reported as a result of the brief motor stall; however, the flex dose was increased by 45 mcg/day. The pump was being used to deliver lioresal. It was additionally reported that the physician looked up information for kindles and stated that there were no magnets in a kindle device. It was noted that it was possible that the kindle case had a magnetic snap closure, but that could not be confirmed. It was additionally reported that the patient was evaluated at her clinic the following week for interrogation and the pump was working ¿fine.¿ pump analysis with reprogramming, implantable refill and maintenance were noted. The motor stall was noted to have been due to possible emi.